Manufacturer narrative:
The lead was explanted.

Event description:
It was reported that noise was observed on the right atrial lead. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition before, during and after the procedure.